Manufacturer narrative:
(B)(4). Insulin pump passed displacement, and self test. No pump error was noted during testing; however, pump error is confirmed in the formatted history file due to a broken trace at the keypad assembly. No other unexpected audio, vibrate anomaly, absence of alarms were noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. The customer stated they were able to clear the alarm and able to complete rewind process. Customer performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.